Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they used to have stimulation at 5 volts to feel it but on (B)(6) 2017- they had to increase to 7 to feel the same tingly feeling. The patient was feeling stimulation and no symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information indicates that the correct mfg. Site ID is 3004209178. Section d has also been updated accordingly.

Event description:
Additional information received from the representative reported the cause of the patient not feeling stimulation was not determined and it was likely just positional related since paresthesia restored with increase in voltage.